Event description:
The manufacturer was informed of a stenosis degeneration of a perceval valve size m after two and a half years. Based on the information received, patient does not want to be operated, thus they are thinking to perform a tavi. As reported, the gradient was at 9mmhg three month before being measured at 50 mmhg. No more information is available at this time.

Manufacturer narrative:
Since device remained implanted in the patient and serial number is unknown, further investigation on the device cannot be performed. Based on the limited information available, the root cause of this event cannot be established. The manufacturer attempted to follow up with the field but no further information has been received up to this date. Should any further information be received, the manufacturer will update the reporting activity as applicable.

Manufacturer narrative:
Since device remained implanted in the patient and serial number is unknown, further investigation on the device cannot be performed. Based on the limited information available, a definitive root cause of the reported event cannot be established. The manufacturer attempted to retrieve additional information but none was provided. Should further information be received in the future, the manufacturer will update the reporting activity as applicable. It should be noted that post-operative thrombosis event is a known inherent risk of the biological valves and it is listed as a possible adverse event in the perceval s valve IFU. H3 other text : device was not explanted, tavi performed.

Event description:
The manufacturer was informed of a stenosis degeneration of a perceval valve size m which was implanted in the patient two and a half years ago. Based on the information received, the gradient is 50 mmhg and decision on re-operation or tavi has not been made yet. The manufacturer received additional information confirming that the tavi were performed and procedure went well. Surgeon mentioned that it seems to be a thrombus that causes the high gradient by looking at the CT scan . The manufacturer was informed that no further information will be received regarding this event.